Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that in the last 10 days the customer experienced very high blood glucose levels. The reservoirs had many air bubbles. The customer used backup plan. Customer's blood glucose level was 480 mg/dl. The air bubble issue in the reservoirs persisted. The device was not returned.